Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the outer pouch of one unit of vascular probes. This was observed during incoming inspection before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, loose particulate matter (pm) was observed on the inside wall of the outer pouch. Microscopic inspection was performed and the pm was determined to be a fiber. The size was less than 0.80mm². Per specification, foreign material must not be larger than 0.80 mm²; therefore, the device met specification and the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.